Manufacturer narrative:
Patient received a chemical peel procedure as a part of post treatment care. Treatment parameters were not within clinical guidelines since the operator used settings not appropriate for patient with history of melasma. Device evaluation was not required since user error was involved in the incident. Hyperpigmentation is an expected side effect, but reportable in this incident since the pigmented areas had worsened/darkened on the patient's face.

Event description:
Patient's pigmented areas on face had gotten worse (darkened) from a laser treatment.